Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced itching, redness, blisters, drainage, burning, inflammation/swelling, dry/flaky skin, pustules, rash, pimples/bumps, and scar under the entire sensor patch footprint. The reaction occurred on (B)(6) 2022 and she was evaluated by an healthcare personnel (hcp) in (B)(6) 2022 who prescribed oral medications (sulfasalazine, methotrexate) and topical medications (hydrocortisone) and over the counter (otc) topical medications (neosporin, polysporin, benadryl spray, cortisone cream). Four photos were provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. It was not confirmed when the photos were taken, and which photo(s) represent which reaction ((B)(6) 2021 or (B)(6) 2022 reaction). The patient reported scarring which continues to heal. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR - it was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced itching, redness, blisters, drainage, burning, inflammation/swelling, dry/flaky skin, pustules, rash, pimples/bumps, and scar under the entire sensor patch footprint. The reaction occurred on (B)(6) 2022 and she was evaluated by an healthcare personnel (hcp) in januiary 2022 who prescribed oral medications (sulfasalazine, methotrexate) and topical medications (hydrocortisone) and over the counter (otc) topical medications (neosporin, polysporin, benadryl spray, cortisone cream). H2: correction.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient experienced itching, redness, blisters, drainage, burning, inflammation/swelling, dry/flaky skin, pustules, rash, pimples/bumps, and scar under the entire sensor patch footprint. The reaction occurred on (B)(6) 2021 and she was evaluated by an healthcare personnel (hcp) in january 2022 who prescribed oral medications (sulfasalazine, methotrexate) and topical medications (hydrocortisone) and over the counter (otc) topical medications (neosporin, polysporin, benadryl spray, cortisone cream).